Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The lens was returned in a qualified company cartridge. Inadequate viscoelastic was observed in the cartridge. The lens was advanced just past the loading area. Neither haptic was folded. No cartridge damage was observed. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was removed during cleaning. The lens had a long, narrow scratch across the center of the anterior surface. This may have been caused by loading forceps or a plunger override. Lens is placed in a lens case. Product history records were reviewed and documentation indicated the product met release criteria. The handpiece and viscoelastic used were not provided. The root cause for the reported implant stuck appears to be related to a failure to follow the instructions for use (IFU). The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported with a description of intraocular lens (iol) stuck. No patient impact reported. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).